Event description:
During procedure, it was reported that the balloon was placed near the aneurysm and inflated, but could not be visualized under fluoroscopy. However, it was reported that the physician then injected additional contrast and confirmed the balloon was inflated. The balloon was located apart from the catheter's shaft as the vascular dissection and sah occurred. At the end, when the balloon was deflated, subarachnoid hemorrhage (sah) was confirmed and the physician embolized the patient's ica and parent artery. The patient condition was reported as "brain dead".

Manufacturer narrative:
The balloon catheter has been evaluated. A large amount of blood was found within the balloon assembly, and this was likely the cause of the non visualization.